Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for urge incontinence. The patient stated that when she was trying to increase her stimulation it hurt, felt like a burning sensation. She said it was much more than uncomfortable. She was able to lower it to a comfortable level. It was noted that the patient¿s trial started on (B)(6) 2018. No further complications were anticipated/reported.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Device code corrected. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.